Manufacturer narrative:
(B)(4).corrective actions were made to the molding process and procedures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number h13a02017 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The sample was received. The inside diameter of the patient connector was measured and found to be below nominal. Therefore, the initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a patient's transfer set that would not connect to the titanium adapter for use during dianeal therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.